Event description:
Nurse reports increased spasticity despite dose increases and patient reports no spasticity relief since pump replacement. No volume discrepancies were reported. A dye study was performed last december, but was inconclusive. A side port injection revealed catheter is broken. The patient is receiving baclofen via the pump. The patient underwent catheter revision and three holes were identified in the catheter near the pump connector. Final patient outcome not reported.

Manufacturer narrative:
H6-the device has been returned to the manufacturer for analysis which is not complete as of the date of this report.